Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was being performed by tandem technical support; however the customer declined completing the check. Customer blood glucose was 120-124 mg/dl at time of event.